Manufacturer narrative:
The product was received for analysis. This is one of two product associated with complaint (B)(4).

Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of the davfs at the patient¿s ips and the cs it was reported that the deltamaxx coil (cdx180312-30/ (B)(4)) had re-sheathing failure and an orbit galaxy coil (640cf0515/16083584) prematurely detach in about 10cm from the proximal end of the microcatheter. The premature detached of the coil was found during the 3rd re-sheathing. The procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. The patient¿s vessels were heavily tortuous and moderately calcified. It was reported that a 5fr axcelguide guiding system (medikit, type unknown), an unspecified intermediate 175cm guide wire by asashi intecc, an unspecified 5fr guiding catheter by medikit, an echelon 10 (covidien, type unknown), and a dcs syringe ii (lot unknown) were also used for the above procedure. Neither the further details of the patient nor the concomitant devices are available. There was not any significance to the patient for the delay, and there are no details available of whether the mc was migrated from the target site during the removal of the complaint galaxy. We have received the complaint product today, and will be dispatched in due time. The complaint products will be returned for evaluation. No further information is available. A non-sterile og tdl cmplx fill coil 5x15 was received coiled inside of a plastic bag. The hub, hypotube, introducer and the support coil were found without damages. The gripper was found outside of the introducer and it was found damage (wave condition), while the embolic coil was received separated of the device and it was found kinked. In the same plastic bag an echelon 10 (covidien, type unknown) was received and no obvious damages were noted on it. The gripper and embolic coil were inspected under microscope and the following were found: no obstructions or damage was noted on the purge hole and gripper also marks of the embolic coil were attached to the gripper can be observed while the embolic coil was found kinked. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure reported by the customer with premature to detachment could not be evaluated due to is unknown the exactly time when the embolic coil was separated of the unit as well as the damages (wave condition) found on the middle section of the gripper appears was occurred during the manipulation of the device due to as per ch&ss investigation the customer state that ¿prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection.¿ neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. This report is for (B)(4), and this is one of two products associated with this report.

Event description:
During a coil embolization procedure of the davfs at the patient¿s ips and the cs, it was reported that the deltamaxx coil (cdx180312-30/ c28861) had re-sheathing failure and an orbit galaxy coil (640cf0515/16083584) prematurely detach in about 10cm from the proximal end of the microcatheter. The premature detached of the coil was found during the 3rd re-sheathing. The procedure was successfully completed without further issues. However, due to the event, it was delayed for 10 minutes. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. The patient¿s vessels were heavily tortuous and moderately calcified. It was reported that a 5fr axcelguide guiding system (medikit, type unknown), an unspecified intermediate 175cm guide wire by asashi intecc, an unspecified 5fr guiding catheter by medikit, an echelon 10 (covidien, type unknown), and a dcs syringe ii (lot unknown) were also used for the above procedure. Neither the further details of the patient nor the concomitant devices are available. There was not any significance to the patient for the delay, and there are no details available of whether the mc was migrated from the target site during the removal of the complaint galaxy. We have received the complaint product today, and will be dispatched in due time. The complaint products will be returned for evaluation. No further information is available.